Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of the small volume intermate ruptured vertically during filling. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured june 27, 2018 - june 29, 2018. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.